Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). A field service engineer (fse) was dispatched to the hospital. The fse downloaded the logs and examined the ventilator. No fault was found, no parts were replaced and the ventilator was put back in service. The evaluation of the ventilator's has determined that the most likely ventilation period stated on 2019-04-17 at 16:56:38 and was ended on 2019-04-21 at 15:25:13 by turning off the ventilator using the on/off switch without setting the ventilator to the standby mode as normally is the case. The ventilation period contains alarms that are common during patient treatment that included among many paw high alarms, high expiratory minutes alarms, low expiratory minute volume alarms and others. Their causes have not been determined. The last 6 hours of ventilation shows that the last human interaction with the ventilator involved a change peep level parameter. Soon after there was a leakage alarm but the leakage was momentary and this was followed by 3 hours of problem free until the ventilator was turned off during ongoing ventilation. The unusual in the period was the ending of the ventilation period was the shutdown by turning off the ventilator by using the on/off switch without first setting the ventilator into the standby mode as is commonly done. Whether this turning off was intended or not has not been determined but there was no ventilator malfunction at any time.

Event description:
The facility requested retrieval of logs from a ventilator but did no disclose patient incident details. (B)(4).